Event description:
It was reported that "revision case. Tip broke during removal. We removed plate by backing out each screw a little at a time till plate was removed. Everything went good except tip broke again."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. The broken fragment was not returned. Mfg record review: no discrepancies noted. Batch 109524 complied with dimensional, appearance and functional specifications prior to release. Complaint history analysis: a total of 77 complaints involving 80 units have been received relating to draw rod tip deformations. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation of the draw rod when connected to screw. Risk assessment: no adverse consequences reported. The fragments from the broken instrument were safely removed from the pt. Note: the reflex-hybrid revision driver draw rod is made of implant grade biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that while the reflex-hybrid screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided as this can cause bending or breaking of the inner shaft.